Manufacturer narrative:
(B)(4). G2 : foreign country : jordan. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the final insertion of the articular surface provisional, it was very tight and was difficult to insert. The surgeon used a hammer to insert it and it broke. A second device was used to complete the procedure. No pieces fell into the patient. There was a 30 minute surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified signs of repeated use, and confirms the device is fractured into separate pieces. No further analysis can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. As per instructions for use for articular surface, users are instructed to ''not subject instruments to high loads and/or impact as breakage can occur'', however the complaint description states the surgeon used a hammer to insert it. The root cause of the reported issue is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
No further event information available at the time of this report.